Event description:
It was reported that pump insulin gauge displayed a remaining amount that differed from what customer expected, and that fill estimate stayed fixed at 70 units even as insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could happen when pressure measurements used to calculate insulin volume vary widely, and that once actual insulin remaining matched the static value, fill estimate would begin decreasing normally; customer acknowledged understanding and no further action was reported.